Manufacturer narrative:
Investigation of this event is ongoing.

Event description:
It was originally reported that post deployment of the 26mm sapien 3 valve, the echo showed 70:30 aortic/ventricular placement with a tissue flap of 26-29mm in length. The flap was located at the superior/anterior aspect of the prosthesis, flapping in the cusp area, but not near the non-coronary cusp with the large amount of calcification. There was no dissection propagating in the aorta on the tee. There had been difficulty crossing the native valve with the straight guide wire and there were no edwards' devices on the wire. Based on a previous experience, the physician was concerned that the tissue flap may embolize and it was decided to open the patient and remove the loose tissue. The s3 valve was explanted, however, there was nothing wrong with the valve position or function. A surgical valve was placed. The patient was discharged in stable condition 4 days later. A review of the angiogram images demonstrated a lucency that was discovered in the cusp area post bav and prior to valve deployment. The tissue flap was possibly due to a perforation of the non-coronary sinus prior to the insertion of the edwards' devices. The perforation was thought to have occurred while crossing the native aortic valve with a straight guide wire, but had been missed on the images until valve deployment. Additional information was provided on the operative report. At the beginning of the procedure a stable lunderquist wire platform was obtained across the aortic valve with considerable difficulty. Tee examination of the aortic valve demonstrated the wire was transitioning the aortic valve commissure. This appeared to be a normal finding. After uneventful bav, the s3 valve was inserted without apparent difficulty. Upon deflation of the balloon it became apparent that there was a mobile flap between the s3 valve and the patient's aortic valve annulus. The flap could be seen moving in and out of the aortic valve. Emergency aortic valve replacement was undertaken. Exploration of the aortic root demonstrated a 1- x 5 ¿cm flap that was pinned between the s3 valve and the non-coronary sinus. Following explant of the s3 valve, it appeared to the surgeon that the non-coronary cusp (ncc) of the aortic valve was abnormal, and it was suspected that it had been ruptured during the s3 valve insertion.

Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), potential risks associated with the overall tavr procedure, including potential access complications associated with standard cardiac catheterization procedure, balloon valvuloplasty, and the use of angiography include thrombus formation, plaque dislodgement, and embolization that may result in myocardial infarction, stroke, distal peripheral occlusion and/or death. Included under contraindications for the transfemoral procedure are patients with significant aortic disease, including arch atheroma (especially if thick [> 5 mm], protruding or ulcerated) or narrowing (especially with calcification and surface irregularities) of the abdominal or thoracic aorta. Calcification and atheromas (cellular debris, inflammatory cells, and cholesterol) can accumulate along the walls of the vasculature and within cardiac structures, and can vary in size. There may be cases where a patient has a protruding atheroma or calcified plaque prior to the procedure. It is also possible for one of the interventional devices used during the thv procedure to disrupt the material, resulting in mobile debris. Aortic and annular structure tissue or calcification can also be disrupted during ta/tao sheath insertion, balloon valvuloplasty (bav), and deployment of the prosthetic valve. In this case, the cause of the post deployment mobile flap between the s3 valve and the patient¿s aortic valve annulus appears to be related to patient factors and procedural factors (difficulty crossing the native valve with the straight guide wire). Per the medical records, it appeared to the surgeon that the non-coronary cusp (ncc) of the native aortic valve was abnormal and it was suspected that it had been ruptured during the s3 valve insertion. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits.